Event description:
It was reported that after the inflation in a fistula with a pta balloon, the outer catheter shaft broke during retraction into the introducer sheath. No further treatment was required there was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has been returned to MFR for eval. The investigation is currently underway.